Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 300 mg/dl. It was indicated that the customer would try to reload the cartridge, and administer a correction bolus. In addition, if the customer is unable to load a cartridge successfully, the customer's health care provider would be consulted to obtain backup therapy.